Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 5 (pressure out of range) occurred. Customer's blood glucose (bg) was 500 mg/dl. Customer went to the emergency room (ER) and was treated with intravenous insulin drip. Reportedly, customer left the ER in a stable condition, 8 hours later, with bg of 180 mg/dl. Customer did not know if the prompts were followed when loading the cartridge. Tandem technical support instructed the customer to always follow pump prompts and to fill the cartridge at the appropriate time. Customer loaded a new cartridge successfully.